Event description:
It was reported that during a device upgrade procedure the right ventricular (rv) lead became dislodged. The lead was removed and re placed with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).